Event description:
It was reported the patient had problems over the past year with a loss of pain control intermittently. It was noted the event seemed to be associated with playing with their grandson since the grandson used the pump as a stepping stone. It was reported there were also withdrawal episodes. It was noted the loss of pain control and withdrawal episodes had been worse over the past 6 months. It was noted the health care provider (hcp) had performed several myelograms. It was reported there was first difficulty pushing solution through the catheter, but afterward the pump worked for a while. It was noted they then started having loss of pain control intermittently again. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).